Event description:
I've had health issues come up since johnson & johnson/mentor breast implants left and right implant reference number: 354-2501, siltex round breast implants, moderate plus profile, cohesive gel, 250 ccs in each implant. Left serial number: (B)(4) right serial number: (B)(4). 5 years ago my symptoms become extremely worse. Depression, anxiety became unbearable. Anemia that has been hard to keep under control. Pain across my ribs and throughout my body became so debilitating I could hardly work in 2019 and by 2020 I had to stop working. I had been living in hell and I was giving up. It came to my attention it could be my implants causing problems. On (B)(6) 2021 I had surgery to have the implants removed. Both had ruptured spilling silicone in my chest. It was a long expand and reconstruction surgery. Even though they were 15 yrs old they were the worst shape implants my doctor had ever seen. I'm (B)(6) years old and I was told the implants looked like someone 10 to 20 years older. I can't get any answers about these implants I had put in (B)(6) of 2006. No one can tell me if they were even on the market in the USA after I had them implanted. I know they were not available to the public when I had them- my plastic surgeon at the time had approval to use silicone filled textured implants. I wasn't aware of all the horrible side effects that could show up after they were in my body- and especially after they had ruptured. I need answers please! My records had been destroyed and the only information I have are the numbers and type of implants that were in my body that mentor told me. I have nothing other than that. I've been sick for so long. These took away so many years of my life and affected me in ways I couldn't have imagined. Please, please help me. FDA safety report ID# (B)(4).